Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the size 3 femoral uni block was used and 1/8 pin got stuck and stripped hole in block. No surgical delay.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the submitted devices confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.